Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left circumflex. The lesion length was 25mm and the reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a non-bsc, non-compliant 2.75x12mm balloon. After pre-dilatation, a taxus liberte' 2.75x28mm stent was advanced, but was not able to cross the lesion site. During the attempt to cross the lesion, stent damage occurred. The device was removed from the patient and the procedure was completed with different device. No patient complications were reported and the patient status was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural failures. (B)(4).